Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion on high, medium and low settings and deliver withing specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test with high values of 23.1 psi and 23.14 psi during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log revealed multiple occurrences of "downstream occlusion!" Alarms.